Event description:
It was reported that during a lapaoscopic cholecystectomy procedure, the device was deployed for hemostasis; however, tissue was discribed as friable and very thin at the cystic duct, so clips kept falling off. The procedure was converted to open and hand-suturing was used to close the cystic duct.